Manufacturer narrative:
The customer replaced the cpu pcba to resolve the reported issue. The returned cpu board was received for internal failure investigation. This piezo buzzer (ls1) was failing intermittently due the insulation resistance was out of specification at 435.5 kohms.

Manufacturer narrative:
It was reported that the ventilator had a backup alarm failed error code and reset disappeared. The customer was provided with a quote for service/ repair. The quote for service/repair was not approved. Multiple attempts were made for additional information and repair that were unsuccessful.

Event description:
It was reported that the ventilator had a backup alarm failed error code. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer confirmed the error code in the ventilator diagnostic report. The customer requested onsite repair.